Manufacturer narrative:
Initial and final MDR device 6 of 10.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced cannula issues with ten infusion sets. The cannulas were kinked. The event occurred on 17-jun-2024, 20-jun-2024, 29-jun-2024, 02-jul-2024, 05-jul-204, 17-jul-2024, 26-jul-2024, and 08-aug-2024. Patient noticed symptoms within 3 hours of insertion. Infusions sets were used for a few hours. Patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.